Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for poor barrier separation based on the photo provided.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "there is a gel separation issue."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "there is a gel separation issue."